Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an electrophysiology procedure was performed when the issue happened. The procedure was completed used the wired footswitch, with fluoroscopy and image storage via the fluoro store button as a workaround. The philips field service engineer (fse) visited the site and confirmed that the switch on the pedal was intermittently not working properly. To resolve the issue, the fse replaced the wired footswitch, and philips has initiated a medical device correction (z-2587-2023). After that, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was successfully completed using the wired footswitch, with fluoroscopy and image storage facilitated through the fluoro store button as an alternative method. The procedure was concluded without any delays on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.